Event description:
Boston scientific received information that during an implant procedure the physician noted that the tines of this right ventricular (rv) lead were stuck in the tricuspid valve. As a result, the rv lead tines were cut up in the tricuspid valve and the lead was surgically capped and abandoned. Another rv lead was successfully implanted. No additional adverse events were reported during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.